Event description:
Customer reported to beckman coulter, inc. (Bec) that a stopper came out of one sample tube during a cycle that was run on the coulter lh 750 hematology analyzer. Customer reported that 2 to 3 ml of the sample spilled. Customer reported that the unit stopped when the belt would not advance. Customer reported that she had enough sample left to rerun the sample and obtained a result. Customer reported that no erroneous results were reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the rocker bed was dirty under the belt causing it to stick to the rocker bed. The fse cleaned up the remaining debris.

Manufacturer narrative:
Results: rocker bed. (B)(4).